Event description:
An article, ¿results from an (B)(6) multicentric registry comparing heparin-bonded eptfe graft and autologous saphenous vein in below-knee femoro-popliteal bypasses¿ was reviewed. Over a nine year period, ending in 2010, 556 pts presenting with peripheral arterial obstructive disease, underwent infrainguinal revascularization using the gore propaten vascular graft in seven italian vascular centers. Preoperative, intraoperative and follow-up data was collected in a multicenter registry. It was reported in the article that early graft thrombosis (thrombosis within 30 days of initial procedure) occurred in 35 patients.

Manufacturer narrative:
Devices were not returned and the lot numbers were unavailable.